Event description:
It was reported that internal bleeding occurred post procedure. A left atrial appendage (laa) closure procedure was performed. A watchman fxd access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected for use. The physician noted that the patient had challenging anatomy due to the presence of tetralogy of fallot congenital anomalies which made the radiofrequency ablation (rfa) access challenging as well as the transseptal puncture (tsp). After accessing the left atrium (la), all the procedural steps were done successfully. Two partial recaptures were performed for proper device position. Once position, anchor, size, and seal (pass) criteria were met and the wds was successfully released and implanted. A few hours post procedure as the patient was recovering in the post procedure room, the physician was notified that the patient had internal bleeding. The patient required a blood transfusion, and an echocardiogram was completed to identify the source of bleeding. The physician could not locate the source of bleeding; therefore, a surgeon was called to perform a mini thoracotomy to identify the cause of bleeding. It was found that the bleeding was coming from the inferior vena cava (ivc). It was suspected the bleeding was due to the challenging manipulations related to patient anatomy and previous interventions related to the congenital disease. There was no intervention or actions required to stop the bleeding. Patient status the patient was discharged and reported to be doing well with no further complications reported.